Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the peritonitis event. Treatment and ¿detailed medication¿ for the event were unknown. On an unreported date, dianeal therapy was withdrawn during treatment. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter has declined to provide further information.